Event description:
It was reported that bd insyte autoguard catheter shredded during insertion. The following information was provided by the initial reporter: the nurse tried using it, and the needle shredded. There was no harm to the patient, but customer is requesting credit and would like the issue investigated. 6 dec 2023. 2. Are you able to provide the date of the event in the format of dd-mm-yyyy? : 11-29-2023. 4. How many occurrences of this complaint?: 2. 5. Was there any patient involvement? : no. 6. Patient status?: ok. 12 dec 2023. Customer response to additional information request: as stated this occurred 2 times, did this occur with 1 patient or 2?: 2. 2. Did you experience this issue upon insertion or was the defect observed prior to use?: upon insertion. 3. As stated the "needle" shredded, are you referring to the metal needle or the plastic catheter that lies over the needle?: plastic cath is shredded. 4. Did the needle pierce through the catheter wall?: I don¿t know.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.